Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 304 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus. A system check was performed with tandem technical support and it was identified that the customer typically has the cartridge in use with humalog insulin for 3 days. The customer declined to remove the site. Reportedly, the customer's bg levels had stabilized to 129 mg/dl.